Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs- linear leads, upn: m365sc2408560, model: sc-2408-56, serial: (B)(4), batch: 7073726.

Event description:
It was reported that the patients implant procedure was aborted due to possible infection, and was placed on antibiotics. The explanted device components will not be returned.